Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros trop I es results from three different patient samples processed on the vitros eciq system. The following results were obtained: patient 1 = 3.74 vs. An expected result <0.012 ng/ml; patient 2 = 0.846 vs. An expected result <0.012 ng/ml; patient 3 = 0.299 vs. An expected result = 0.034 ng/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the affected samples per customer policy prior to reporting. There was no report of patient harm as a result of this event. This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, higher than expected vitros trop I es results were obtained from three different patient samples processed on the vitros eciq system. Additionally, the samples were not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that an instrument or reagent related issue contributed to the event.